Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pneumatic tap was cracked which caused the customer to experience difficulty loading a cartridge onto the pump. There was no reported impact to the customer's blood glucose level.